Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. After leaving the hospital, the customer went back on the insulin pump, and her blood glucose levels went back up to 400 mg/dl. The customer was nauseated and vomiting, and went back to the hospital. Troubleshooting was not possible at the time of the call. The customer stated that the hospital staff wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.